Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that 2 syringe 0.3ml 30g 8mm 10bag 500 EU were found to be damaged before use. The following was reported by the initial reporter: "hello the defect only concerned one syringe (the drop of liquid) but 2 others had the "weird" plunger according to the patient I send you back the 3. Can you tell me how I proceed with the shipment? The person has not had any treatment following the sting, nor any allergic reaction or irritation. We can't send you a photo because the drop of liquid has disappeared due to the accidental puncture. We at the pharmacy will take care of returning the syringes to you. Warning: please be informed that this complaint is opened just for this defect : " weird plunger" reported code -damaged-. This information were received after following the first incident which were : foreign matter and needle stick on the pr #(B)(4)".

Manufacturer narrative:
Investigation: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0076359. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification noted that did not pertain to the complaint.

Event description:
It was reported that 2 syringe 0.3ml 30g 8mm 10bag 500 EU were found to be damaged before use. The following was reported by the initial reporter: "hello the defect only concerned one syringe (the drop of liquid) but 2 others had the "weird" plunger according to the patient I send you back the 3 can you tell me how I proceed with the shipment? The person has not had any treatment following the sting, nor any allergic reaction or irritation we can't send you a photo because the drop of liquid has disappeared due to the accidental puncture we at the pharmacy will take care of returning the syringes to you. Warning: please be informed that this complaint is opened just for this defect: " weird plunger" reported code damaged. This information were received after following the first incident which were: foreign matter and needle stick on the pr # (B)(4).